Event description:
Reporter alleged obtaining a discrepant blood glucose value of 325 mg/dl back to back with a result of 127 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated that at a different time, hours earlier, she may have obtained other results of 153 mg/dl, 542 mg/dl, and 366 mg/dl back to back within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.